Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted however several of the device's attributes were deformed during the insertion attempt and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. The research and development team performed a visual examination on the genesis ii insert. The polyethylene insert has burnishing on the contact surface of the insert due to femoral articulation. The backside of the insert has burnishing that likely occurred due to contact against the tibial tray surface during usage. No damages on the insert locking mechanism were observed. Based on the examination of the returned polyethylene insert the reasons for knee pain could not be determined. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.

Event description:
It was reported that a revision was performed due to pain.